Manufacturer narrative:
The pod was received fully deployed. The download data from the pod showed that the pod had been deactivated by the user at the end of the second priming sequence with both priming sequences having run for the expected number of pulses. Inspection of the fluid path found the soft cannula to be kinked, though no issues were observed with fluid flowing the complete fluid path. It could not be determined when this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in the needle mechanism deploying early. Though no issues were observed with the needle mechanism, it could not be conclusively determined when the needle mechanism deployed. The exact cause of the reported needle deployed early could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula deployed prematurely before the pod was applied. The pod was not worn.